Manufacturer narrative:
Alarm 20 was verified. Damaged cartridge issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as cartridge was not returned.

Event description:
It was reported that the cartridge o-ring was missing. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 110-260 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.